Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had ¿slip¿ last night but a very little one. It was clarified that patient meant she had a return of symptoms when she said slip. Patient stated her husband increased the amplitude and she was told to notify the manufacturer representative (rep) if they made changes, so patient was trying to contact the rep.